Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Multiple infusion set changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated to be used with the pump. The customer was to change their cartridge and use a cartridge with novolog insulin. The customer's blood glucose level was 215mg/dl.